Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately tortuous, heavily calcified, 99% stenosed distal right coronary artery. A 1.2x6mm mini trek balloon dilatation catheter (bdc) faced resistance with the anatomy during advancement but successfully reached the lesion. The balloon was inflated once at eight atmospheres when it ruptured. The bdc was removed without resistance, and a new unspecified balloon was used to successfully complete the procedure.